Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va0qyy5); product type: 0200-lead; implant date (B)(6) 2015; explant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The reason for call was the patient's rep stated they got a letter in the mail to update contact information and patient's provider. The patient's rep stated patient's provider retired after their provider changed the battery and "fixed some wires". The patient's rep stated patient does not currently have a provider for their implant. Agent mailed physician listing to patient's address on record per caller's request. The patient's rep stated they think this was in 2019 when patient went in to change the battery after having it for 10 years, they said they found a wire that was "broken or whatever" but they fixed it. The patient's rep confirmed this was related to the lead that was removed in 2019.